Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be loss of connection. In addition, loss of connection was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of loss of connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR #034460 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.